Event description:
There was an allegation of questionable elecsys anti-tshr assay results for a patient sample tested on a cobas e 411 analyzer (disk system). The initial result was 0.800 iu/l. The repeat result was 23.83 iu/l. This result was consistent with the patient's history.

Manufacturer narrative:
The serial number of the analyzer was (B)(6). The investigation is ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The issue was determined to be due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility.